Event description:
It was reported that after 12 minutes of starting a photo selective vaporization of prostate procedure to treat benign prostate hyperplasia, the beam started front firing. The fiber was discarded and a new fiber of the same device was opened to complete the case. There was no patient complication.